Event description:
The customer reported that the monitor did not alarm when the pt went into v-tach. The pt requested a dnr order following the incident. The pt's condition deteriorated the following day and they expired.